Event description:
The manufacturer received information alleging a ventilator failed a test step during testing and failed to power on. The customer believes the display board needs to be replaced. There was no harm or injury reported. The evaluation has not yet been completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step during testing and failed to power on. The customer believes the display board needs to be replaced. The evaluation had not yet been completed. The evaluation was completed. The display board was replaced to address the failure to power on issue. The device's three-way solenoid valve and proportional valve were replaced to address the active exhalation verification test step failure.